Manufacturer narrative:
Technical support (ts) performed, troubleshooting over the phone to determine, check IV set alarm. Ts went over troubleshooting steps with the customer, such as ensuring admin sets are correctly installed, using applicable maintenance software. And return unit to factory to replace bottle side pressure sensor. Device history record: a review of the device history record showed, the device had a manufacture date of 02apr2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3 other text: over the phone troubleshooting.

Event description:
It was reported, that the device received an alarm -error code message. The error was a "check IV set" alarm. The tech replaced the bottle side pressure sensor. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 alarm check IV set. Technical support: 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 3. Return module to factory using the analog sensor task, saw that the bottle side pressure sensor was at 4.2v with no set installed. Recommended to replace bottle side pressure sensor. Biomed will conduct repair. Closing case. A review of the device history record showed the device had a manufacture date of 02apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 3. Return module to factory using the analog sensor task, saw that the bottle side pressure sensor was at 4.2v with no set installed. Recommended to replace bottle side pressure sensor. Biomed will conduct repair. Closing case. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error was a "check IV set" alarm. The tech replaced the bottle side pressure sensor. There was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error was a "check IV set" alarm. The tech replaced the bottle side pressure sensor. There was no patient involvement.